Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the insulin pump alarmed no delivery during basal, bolus, and prime. Customer's blood glucose was 200 mg/dl; current was 160 mg/dl. Customer has used different infusion sets and reservoirs from different lots. Infusion set is changed every two days and reservoir every three. Cannula has never been bent. Customer has inserted in abdomen, buttock, thigh, and arm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.